Event description:
It was reported that customer saw cgm error on sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, completed pump reset with guidance from technical staff, error did not recur, and sensor session was successfully started.